Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of atrial perforation or asd requiring intervention as listed in the mitraclip system electronic instructions for use is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect appears to be related to procedural conditions, as the sgc is inserted and advanced through the septum in order to access the left atrium for positioning. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the enlarged atrial septal defect (asd). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to 1-2. After removal of the steerable guide catheter (sgc) an enlarged asd was observed, which was treated with an asd occluder. No additional information was provided.